Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt (20 mcg/ml at 3.793 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had decreased analgesia secondary to a catheter malfunction. The malfunction was noted as a catheter occlusion. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID 8703w, lot# l43075, implanted: (B)(6) 1997, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a change in a patient¿s analgesia. The patient reported abnormal sensation. The severity of the issue was classified as ¿mild.¿ catheter evaluation was performed and there was no aspiration on (B)(6) 2014. A catheter revision was performed (B)(6) 2014. The revision was related to the device or therapy and unrelated to the implant procedure. The patient recovered without sequelae (B)(6) 2014. The pump was used to infuse prialt (ziconotide snx-111). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient had decreased analgesia secondary to a catheter malfunction. The malfunction was noted as catheter kink. The clinical site updated the catheter malfunction to catheter kink instead of occlusion.